Event description:
Ventilator came into the shop for routine service. Due to past problems with the nebulizer pumps, the unit was checked for black dust by connecting a catch tube to the nebulizer out port. The tube collected black dust from the nebulizer port. When connected to a patient circuit, this black dust would be administered to the patient. Photos of the inside of the nebulizer pump were taken confirming the presence of black dust.======================health professional's impression======================deterioration of the seal in the nebulizer pump creates black dust that is then administered to the patient. Photos of the inside of the nebulizer pump were taken confirming the deterioration and presence of the black dust.====================== manufacturer response for ventilator, avea======================they have not responded to this event yet.